Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. A dimensional evaluation could not confirm or explain the stated failure mode. The dimensional evaluation revealed that the device has damage that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Based on the evidence provided, the unsatisfactory experience could be confirmed. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a gii ps hi flex isrt sz 5-6 9 was unable to be implanted properly, it was falling out as soon it was reset. The physician tried to place it several times, without success. Surgery was resumed after a non-significant delay, with a same size back-up device. Patient required additional anesthesia because of the delay in procedure.

Manufacturer narrative:
Internal complaint reference: (B)(4).